Manufacturer narrative:
Follow-up # 1 ¿ (09/26/2014), the patient¿s meter has been returned on 9/13/2014 and evaluated by lifescan product analysis on 9/16/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 11:00 p. M. At an unspecified date/time, the patient obtained a blood glucose reading of ¿291 mg/dl¿ with the subject meter and ¿163 mg/dl¿ with another device (contour), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. It is not known what medication, if any, the patient takes to manage her diabetes. The patient denied taking any action in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, ¿right around the time the alleged issue occurred¿ she ¿passed out¿. On (B)(6) 2014 at 1:00 a. M. The patient stated she went to the hospital and her blood glucose was tested. The patient obtained a reading of ¿33 mg/dl¿ with another device (ER/hospital meter). The patient stated she received ¿food and/or drink¿ from a health care professional (hcp) and was ¿hospitalized¿. During troubleshooting, the cca discovered that the test strips the patient was using were either expired, open greater than the discard date, or stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.